Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) sensor was not sitting flush with the chassis. The uso sensor and uso seal were replaced to address this issue. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the latch lock flex sensor was defective. The latch lock flex sensor was replaced. The device then passed all testing.